Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead was explanted and replaced due to patient's issue. The patient was stable during and after the procedure.